Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing by sounding an audible alarm tone during an alarm condition. This was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tone. Additionally during testing, the fluid shield was found to be damaged and fluid spillage was noted. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.